Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device displayed a gray, unresponsive screen, and a replacement was arranged while the original unit was returned. Symptoms included no reported changes in blood glucose. Outcomes included no reported injury and no hospitalization. Investigation included review of user feedback and device return logistics. Investigation of the returned device revealed a screen/display malfunction consistent with an unresponsive user interface on the device; no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the display interface.